Manufacturer narrative:
(B)(4). Evaluation, results: (root cause undetermined - investigation is ongoing). Evaluation, conclusions: no conclusion can be drawn (root cause undetermined - investigation is ongoing). Evaluation summary: the device was returned to the manufacturing facility for evaluation. The hypotube had detached, distal to the hypotube bond. The hypotube bond was intact. The transition tubing was stretched. The balloon was inflated. Crimp baked impressions were evident on the balloon. The inflation lumen was kinked and flattened. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint.

Event description:
The physician intended to implant a resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the rca. The ramus interventricularis posterior had total occlusion and proximal stenosis up to 30-40%. The occlusion was crossed with another brand balloon. A 2.5 x 12 mm resolute integrity stent and a 3.5 x 30 mm resolute integrity stent were successfully implanted with full inflation and expansion of the devices. After positioning the 3.0 x 38 mm resolute integrity stent, the balloon of the device could not be deflated. While attempting to withdraw the device the balloon material detached. Force was used in the attempt to withdraw the device. Procedural images showed a type a dissection in the aorta with stable circulation. The patient underwent emergency thorax surgery and the detached material was successfully removed. Patient was on ventilatory assistance post procedure and was reported to be stable from a coronary perspective. However approximately 1 week later the patient, without having woken up, expired. The post-mortem examination assessed that death was due to multi organ failure.